Manufacturer narrative:
(B)(4) date sent: 6/27/2024. D4: batch #456c93. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with the anvil shroud broken and with a reload loaded on the device. The reload had the proximal 14 drivers up with the swing tab in the locked position, also, the right fork was broken and the reload deck damaged making the reload non-functional. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. It is possible that the damage in the anvil shroud was due to improper handling of the device. The damage to the reload is consistent with the device being clamped over a hard object and with an improper loading technique. To mitigate the potential for staples getting into the reload and interfering with the knife during device firing, prior to reloading the device, clean in sterile solution and then wipe the anvil and reload channel to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 456c93, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the stapler had a problem, making it necessary for the doctor to complete the procedure with permanent cme material. No patient consequence reported.